Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered a us distributor contacted zoll to report that a (B)(6) year old male patient had a skin irritation the patient had a rash on his back. Follow-up indicated that the patient's rash was expanding over his body and the patient's physician said the rash was likely due to his medication and alleged the lifevest was irritating the condition. The physician prescribed (B)(6) for the irritation and the patient also applied a different cream to the irritation. Follow-up indicated that the patient's rash was improving.